Event description:
It was reported that a patient underwent a pelvic floor prolapse procedure on an unknown date. The patient developed incontinence on (B)(6) 2008. The patient underwent two bulking procedures to treat the incontinence on (B)(6) 2008 and (B)(6) 2008. The patient is now continent.

Manufacturer narrative:
(B)(4), incontinence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.